Event description:
Event description guidant received information that upon interrogation, this implantable cardioverter defibrillator (ICD) was found in storage mode, indicating defibrillation and pacing therapy is not available.